Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during the implant procedure, the physician connected the right ventricular (rv) lead to the implantable cardio verter defibrillator (ICD) and there was noise on the rv channel. The rv lead was disconnected and tested with an analyzer with no issues. The rv lead was reconnected to the ICD, but the problem was still present. The ICD was not used and a different ICD was implanted with no issues. No patient complications have been reported as a result of this event.